Manufacturer narrative:
Correction: g2: report source updated.

Event description:
It was reported that this right atrial (ra) lead was explanted after two years due to unknown reason, this ra lead replaced with a same model number. No additional adverse patient effects were reported. Additional information was received indicating this lead exhibited noisy signals. The lead was kept in possession of the explanting hospital. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted after two years due to unknown reason, this ra lead replaced with a same model number. No additional adverse patient effects were reported